Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was observed during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1, a2-a6 (update to n/a), b5-b7, d9, d10 (update to n/a), f10/h6: health effect - impact codes (update code), h3, h4, h6 (update codes), h11. B5: update "there was no report of patient injury or medical intervention associated with this event." To "there was no patient involvement." H4: the lot was manufactured january 6-7, 2025. H11: the actual device was received for evaluation. Visual inspection was performed and the reported leakage was easily identified. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.